Event description:
It was reported that the patient presented asymptomatic to the emergency room after receiving inappropriate therapy due to oversensing on the ventricular lead. Temporary programming changes were made, but the ep elected to replace the lead due to poor sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.